Event description:
Cna had difficulty with transferring the resident to the bathroom commode. She was using the encore lift (a standing lift) and while transferring the resident, the resident's right leg slid backward off the encore platform which forced the resident's body to shift which created an additional increased force to the femur location of the lower extremities. The cna immediately sat her back on the bed and repositioned her. Resident obtained right femoral fracture of the mid shaft distal to the hardware and a left fracture through the midshaft femur, while being transferred out of bed using the mechanical standing lift. Correct procedure and protocols were utilized, however, when the resident's right leg slid backward off the encore platform this forced the resident's body to shift, creating additional force to both femurs significant enough to have resulted in the injury. (B)(4).